Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between inner coil and ring electrode due to damaged polytetrafluoroethylene (ptfe) liner in the helix region consistent with procedural damage. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
During a follow-up, increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.